Event description:
The customer reported that she may have given herself extra insulin when she screwed in the reservoir in the reservoir compartment after the priming process was complete. The customer blood glucose reading at time of the call was 400 mg/dl. The customer checked her glucose level and it dropped to 330 mg/dl fifteen minutes later. Had customer treat for the unk amount of insulin by drinking a glass of juice. The customer called back and stated that her glucose level went from 280 mg/dl to 174 mg/dl. Paramedics were called and by the time they arrived the customer's blood glucose was 203 mg/dl. The customer declined medical attention. No further info was provided.

Event description:
The facility representative contacted baxter to report that the pump reads computer failure when it is turned on. The event occurred during patient use in the general patient ward. It is unknown if there was an interruption during patient therapy. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.the user interface module master software version for this device is currently unknown.

Manufacturer narrative:
(B)(4).the device has been returned back to baxter, but has not yet been evaluated. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause were that the main batteries were depleted. Due to customer request, no repairs were made to this pump and it was returned un-repaired to the customer. Additional: the user interface module master software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a dilatation procedure. According to the complainant, during the procedure, the balloon would not inflate inside the patient. It is unknown if the balloon ruptured. Diluted contrast dye was used to fill the balloon and kidney stones were present. It was reported that no balloon fragments detached. The procedure was completed with another uromax ultra balloon dilatation catheter. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "good."